Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an error code. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 03/13/2013 to present date (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device received an error code. There was no patient involvement.

Event description:
It was reported that the device received an error code 210.5020. There was no patient involvement.

Manufacturer narrative:
Additional information added.